Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise. Noise was easily reproduced with isometric exercises. The lead was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.